Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of spontaneous balloon withdrawal cannot be confirmed due to unknown clinical conditions. The device returned was one 20 fr, 20 cc tri-funnel replacement feeding device. Visual observation found the bolster to be over the 4-cm depth mark and the lettering on the tube and funnel portions present and readable. Some residue appeared to be within the feeding lumen and the balloon was somewhat discolored. Functional testing found the feeding and inflation lumens to be patent to infusion. The balloon was inflated with 20 cc of water, and then massaged and moved up and down. No leaks were found in the balloon or through the halkey-roberts inflation valve. Very close to 20 cc of water was regained when the balloon was deflated. The balloon was then again inflated with 20 cc of water and left within a plastic bag with a white paper towel for over 17 ½ hours. No wetness was then observed on the paper towel or within the bag. The balloon was deflated and very close to 20 cc of water was withdrawn. No evidence of a leak can be confirmed, and other clinical conditions which might have contributed to the spontaneous balloon withdrawal reported cannot be tested for with confidence in laboratory conditions. Potential contributing factors include insufficient water inflation volume and/or checking the balloon water inflation volume too infrequently, having the external bolster too tight on the skin, inducing deflation of the internal bolster, and patient-specific factors such as stoma enlargement. The following IFU statements may be helpful: ¿instructions for use: select the bard* tri-funnel tube french size that most closely matches the stoma size. Lubricate the tube with a non-petroleum-based lubricant.¿ the maximum inflation volume for this device is listed as 20 ml in the IFU. ¿tube care check balloon volume every 7 to 10 days for correct inflation volume using the following steps: discontinue feeding. Use a luer-tip syringe to completely evacuate water from balloon. Discard evacuated water. Reinflate balloon with appropriate amount of water. Maximum inflation volume is printed on the color-coded balloon inflation port.¿

Event description:
It was reported that, by the time of a routine exchange of the water in the balloon (21st day after placement), the balloon had withdrawn. It led the operators to believe that the balloon must have leaked. No patient injury was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that, by the time of a routine exchange of the water in the balloon (21st day after placement), the balloon had withdrawn. It led the operators to believe that the balloon must have leaked. No patient injury was reported.